Manufacturer narrative:
(B)(4). Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient implanted with lcp distal radius plate and screws on (B)(6) 2011. Plate broke 8 weeks postop. Plate was removed (B)(6) 2011.